Event description:
It was reported that during the implantation surgery, the electrode array would only advance to the 8th or 9th electrode, but upon placing fascia around the cochleostomy site the array advanced beyond the 12th contact. The surgeon was surprised by this movement and while conducting a post-operative x-ray after wound closure, it was noticed that the tip of the array had folded over on itself in the apical portion of the electrode (channels 1-3). The device was explanted and the pt was re-implanted during the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted.